Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 124 mg/dl. The customer stated that the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer was assisted in performing pump rewind but got an motor error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the device with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump was received with moisture damage on the motor however, no motor error alarm during testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. The insulin pump has cracked case at the display window corner and minor scratched display window.